Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the noradrenaline infusion was restarted on patient admission to intensive care unit (ICU) as the blood pressure was critically low. The clinicians had to titrate to a high rate of "50" before the blood pressure started to come up. When the nurses were trying to titrate the medication down (since the blood pressure goal has been achieved), the pc unit displayed a message on the screen, ¿panel locked¿ and they were unable to press any of the buttons. It was later found that the pc unit was inadvertently locked using the taper resist switch. The user was unfamiliar with the taper resist switch feature and was unable to unlock the device. It was reported that there was another pc unit that has a channel not being used, so the clinicians swapped the infusion over and there was no harm to the patient. Bd has reached out to the customers to provide a refresher training/education on device use. The customer inquired whether the tamper resist switch activation/deactivation can be configured by pressing and holding the switch longer (requiring longer press and hold than current default setting. For example, 8 or 10 seconds). Currently, per alaris user manual, tamper resist switch is activated by pressing and holding the tamper resist switch on the back of the pcu for 3 to 4 seconds. To unlock the keypad panel, press and hold the tamper resist switch for 3 to 4 seconds.